Manufacturer narrative:
(B)(4). Device available for evaluation: part returned. Occupation: initial reporter is j&j company representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a screws kept popping off, and it would not thread correctly. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer. This complaint involves six (6) devices. This report is for one (1) viper2 screw extension, closed. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: device interaction/functional. Visual inspection: the viper2 screw extension, closed (p/n: 286725200, lot#: 0809mi) was returned and received at us cq. Upon visual inspection, wide lines and arrow indication markings on the outer sleeve component were faded but have no impact on the device's functionality. No other issues were observed on the returned device. Functional test: the overall functionality cannot be performed as the device was returned by itself. However, the internal sleeve component was able to be compressed/released as intended. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without the destruction of a device. Document/specification review: all relevant drawings are reflecting the current/manufactured revisions were reviewed. The complaint was not confirmed. Investigation conclusion: the complaint condition was not confirmed for the viper2 screw extension, closed (p/n: 286725200, lot#: 0809mi). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part#: 286725200 viper2 screw extension, closed. Lot#: 0809mi. Supplier: micropulse. Batch1: lot qty of (B)(4) units were released on 01 sep 2009 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 04 sep 2009 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 10 sep 2009 with no discrepancies. Batch4: lot qty of (B)(4) units were released on 17 sep 2009 with no discrepancies. Batch5: lot qty of (B)(4) units were released on 22 sep 2009 with no discrepancies. Batch6: lot qty of (B)(4) units were released on 23 sep 2009 with no discrepancies. Batch7: lot qty of (B)(4) units were released on 01 oct 2009 with no discrepancies. Batch8: lot qty of (B)(4) units were released on 02 oct 2009 with no discrepancies. Batch9: lot qty of (B)(4) units were released on 12 oct 2009 with no discrepancies. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.